Event description:
On (B)(6) 2014, it was reported that the explanted device was discarded.

Event description:
Clinic notes were received which indicate the patient was admitted to the hospital on (B)(6) 2013 due to increased seizure activity. The patient stated that the vns device was helping her in the beginning when she was first implanted; however, it was not helping anymore. The patient believed the device was not working, but it was not clear what this referred to. Per the notes, the patient has been fairly refractory and still continues to have seizures despite being on two different medications and vns. The patient's device was interrogated and settings increased from 2.25ma output current to 2.5ma output current, with magnet output current 2.75ma. Device manufacturing records were reviewed. Review of manufacturing records confirmed that both the lead and generator passed all functional tests prior to distribution. Follow up with the physician's office found that the physician did not believe the increased seizures were related to vns; however, the physician just barely saw the patient. Pre-vns baseline levels were unknown and it was unknown if there was a malfunction with the device as the patient suggested. The patient's previous physician was contacted and it was found that the patient had two to three grand mal seizures per year when first seen, with an unknown number of smaller seizure interspersed in between. The patient was seen on (B)(6), and it was found that the patient was not having any seizures. It was noted that the patient's battery needed to be replaced in the physician's notes; however, the nurse did not know the reason for the replacement need. No other information was provided.

Event description:
Replacement surgery was performed on (B)(6) 2013.